Event description:
The customer reported that the 9900 system locked up with a communications error message during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, system interface board, and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.